Event description:
As was reported to the co's sales rep by the user facility. The chief of anesthesia was preparing to do a case and noticed a hole in the circuit as alarms for a leak in the sys went off, before pre-oxygenating pt. Purchasing thought it was an isolated incident. During anesthesia group meeting it was reported by the anesthesia coordinator, that this has happened 3 or 4 times to other anesthesiologists recently. No other samples available. They went into waste containers.